Event description:
It was observed that during the device evaluation, the subject device exhibited scope communication error (e104) and video connector contacts were corroded. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the event video connector contacts were corroded is caused by a component failure of the video connector contacts. Since the device malfunction scope communication error (e104) was not confirmed during evaluation, the definitive root cause of the reported issue could not be identified should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.